Event description:
Per the clinic the patient experienced a performance decrement, pain with and without device use, and facial nerve stimulation. The patient was hospitalised from (B)(6), 2013 and was treated with unacid (dosage and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.